Event description:
It was reported that during a thyroidectomy procedure the surgeon was using the harmonic device and received a burn on the middle of her third finger on her left hand. The burn is the size of a half of piece of rice and is a second degree burn. The surgeon was unaware of possibly touching the blade during activation during use for this to occur. She then used another device to complete the procedure. After the procedure the surgeon went to the ER for treatment of the burn. The burn was treated with numbing cream; no tissue was known to be excised from her finger at this time. Additional information received from surgeon: her finger has healed and the issue has been resolved. Additional information from user facility medwatch: the physician felt that it was not a user error and that the device got so hot that the heat reached her left index finger which was in close proximity, yet not touching the device in her right hand. Note: the harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade; and the movement of the blade has to have direct contact to generate heat.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.